Event description:
It was reported that during loading of the 3.0x15 mm xience v stent delivery system (sds) on the guide wire, outside the patient anatomy for treatment more proximally, it was observed that the stent implant was not on the balloon. The stent implant was found inside the protective sheath, on the stylet. There was no reported resistance felt during removal of the sheath from the sds. The device was not used on the patient. A new 3.0x15 mm xience v was used to complete the procedure without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood in the guide wire lumen, on the shaft, and on the balloon, which is consistent with guide wire insertion and handling. There was dried contrast on the shaft and balloon, which is consistent with handling and suggests preparation for use. The stent implant was dislodged from the balloon, thus confirming the complaint. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The undamaged stent implant outer diameters met manufacturing criteria. Additional information from the account revealed that the physician found the stent implant inside the protective sheath and on the stylet. The protective sheath was not returned, thus it is unknown how it may have contributed to this complaint. In this case, it is possible that pressure was inadvertently applied during removal of the protective sheath, such that the stent became disrupted on the balloon and dislodged; however, this cannot be confirmed. Potential factors that can contribute to stent dislodgement outside the body prior to use include but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this type of event is not the result of a product deficiency, all sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement/security. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment. It was reported that during guide wire insertion the physician observed that the stent implant was not on the balloon of the sds. It should be noted that the japan xience v instructions for use (IFU) states prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not directly cause or contribute to the reported complaint. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot, which could have contributed to the reported event. Additionally, a query of the complaint database was performed and revealed no other incidents reported for stent retention. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.